Event description:
Following a routine loler inspection by a third party service provider in (B)(6) 2011, 5 slings failed the inspection due to the stitching coming away from the straps. No injuries reported and no specific device available to inspect in relation to the slings.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#1419652) on behalf of the manufacturer arjo hospital equipment (B)(4) (registration#9611530). Please note (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.